Event description:
A heparin drip was begun at 5:30 pm using an infusion pump set for 29 cc/hr. At 8:00 pm the drip was empty without an alarm sounding. This calculated to more than 100 cc/hr being administered. An independent biomedical engineer evaluated the pump on 12/21/95 and determined that the platen had plasticized creating a groove which permitted a leak in the pumping mechanism. This equipment was a rented unit.